Manufacturer narrative:
(B)(4). The ge service rep removed and replaced the fluoro controller path and the missing hand control. The system was tested as is working as intended.

Event description:
The customer reported the system did not no fluoro. No pt injury was reported.